Manufacturer narrative:
(B)(6). Device evaluated by MFR: promus element plus,mr,ous 4.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the mid to distal region of the stent were lifted form their crimped positions and pulled distally over the distal balloon cone. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely tortuous and non-calcified coronary artery. A 4.00x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.